Event description:
The patient was decreasing the implantable neurostimulator (ins) setting to 0.0v and then he got a por (power on reset) screen. He was sitting and was not around any type of household equipment. The por was cleared and the patient had good ins charge. It was noted that the patient programmer antenna was broken; they could see a wire thru the insulation. The antenna was still working; they covered the area with tape. They planned to have the antenna replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The programmer was returned for repair.